Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during implant, the stylet could not be inserted into the lead. Another lead was implanted. The patient's condition is fine.